Event description:
Boston scientific received information that the right ventricular (rv) lead displayed one shock impedance measurement of zero (0) ohms. All other lead measurements were within acceptable limits. The patient was brought in for further review. The measurement was not replicated with pocket manipulation or isometric exercises. The physician elected to continue to monitor the patient with no further testing. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.